Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never received therapeutic effect following a new pump and catheter implant. There were no add'l symptoms reported. At the last refill, the health care provider was "shocked" at how much medication was left in the pump. The drug used in the pump at the time of the event was morphine. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.